Manufacturer narrative:
The device was returned approximately four years later with no paperwork. There were no additional allegations reported. Upon receipt at our post market quality assurance laboratory, due to resets that occurred at or post-explant, the device data was insufficient to obtain battery status. The device passed returned product testing and functioned normally.

Event description:
Boston scientific crm received information that nurse reported at the last device check the longevity remaining was 2.5 years. Today the battery indicator is pointing towards elective replacement time (ert) and the longevity remaining is now 3.5 years. No programming changes were made. Technical services (ts) was contacted and discussed why this can occur. The caller reported the patient is paced less in the ventricle and more in the atrium from the last device check. No adverse patient effects were reported.

Manufacturer narrative:
As of this report, the device remains in service. Should additional information become available, this event would be updated.